Event description:
It was reported that the device was returned to the manufacturer with a note stating a saw blade was broken inside. The broken blade was noticed during sterilisation of the handpiece in the sterile processing department, it was reported that there was no patient involvement. As there was no associated procedure there was no adverse consequences, medical intervention or surgical delay as a result of this event.

Manufacturer narrative:
Handpiece returned for evaluation, no blade found in handpiece. Unable to confirm complaint.

Event description:
It was reported that the device was returned to the manufacturer with a note stating a saw blade was broken inside. The broken blade was noticed during sterilisation of the handpiece in the sterile processing department, it was reported that there was no patient involvement. As there was no associated procedure there was no adverse consequences, medical intervention or surgical delay as a result of this event.